Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced depression and mechanical issues with an inflatable penile prosthesis (ipp) pump. A surgical procedure was performed in which the existing component was replaced. The surgery was completed successfully and the patient fully recovered following the procedure.

Event description:
It was reported that the patient experienced depression and mechanical issues with an inflatable penile prosthesis (ipp) pump. A surgical procedure was performed in which the existing component was replaced. The surgery was completed successfully and the patient fully recovered following the procedure.

Manufacturer narrative:
Investigation summary: the device was returned and thoroughly analyzed. Product analysis identified the pump required more than 8lb of force to activate. The reported event was confirmed. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device was returned and thoroughly analyzed. Visual inspection of the pump identified that the kink resistant tubing (krt) was fatigued, worn to the filament and an exposed suture was present; however, no leaks were identified. The pump was functionally tested and required more than 8 lb of force to activate the device. Product analysis concluded this behavior could affect the functionality of the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The IFU lists depression as a potential adverse event(s) associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.